Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this defibrillator (crt-d) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the code 1003 is appropriate, and device replacement was recommended. Therapy is unaffected and the device is still in service. No adverse patient effects.